Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the mass is cut off center in ten wafers. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch records review results: batch records of final products and bulking lots were reviewed to confirm if all requirements were followed. Results of the batch records review were documented in each individual section of the 6 m¿s methodology. All impacted lots were documented in the attachment of final products with bulking lots. Sample/photo analysis results: no samples were received for evaluation/photos were received within complaints reported. Conclusion summary of the related event: based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented and defects simulation, the specific root cause could not be identified. Nevertheless, there are seven (07) conditions that could be considered, based on objective evidence and expertise, as contributor factors for this event and, one (01) opportunity for improvement were found: 1.materials investigations ¿fabric rolls not rolled uniformly ¿no welded or over welded flanges 2.process/methods investigation ¿wrong adhesive tape used for joint fabrics rolls. Opportunities for improvement: ¿introduce quality control (qc) tooling used for quality inspection purpose in the calibration program to guarantee measurement assurance. 3.machinery / equipment/ software investigation ¿different movement relation vs cardan in the yamaha arm pads ¿if the cognex cameras of the vision system is not clean ¿in the vision system, the model in the system is not centralized ¿when the yamaha is not adjusted if the web index is moved, due to the positioning of the vision system no issues were identified for manpower, measurement, and environment investigations. Actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.